Manufacturer narrative:
The reported events were unable to be confirmed without provided medical record or imagery. A review of the DHR, lot history was unable to be completed without complaint device serial number. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to thrombosis or early valve degeneration. In the instance of a bioprosthetic valve in valve implant, an increased gradient can be a result of intervalvular regurgitation and is not a result of a valve leaflet malfunction. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. As reported, approximately seven (7) months post-implant, the patient presented with thickening of valve leaflets and mean gradient of 30mmhg. Patient was asymptomatic. Patient started on eliquis for unknown duration. Then, the mean gradient decreased to 11mmhg (measured with pigtail)approximately eleven (11) months post implant, a bav was performed, and the sapien 3 valve was post-dilated x3, after post-dilation no pvl noted, and gradient was not measured again and perceval are always difficult to treat. Very ridged and difficult to seal with tavi. In this case, patient was started on eliquis (anticoagulation medication), and the gradients decreased after the onset of the medication, so patient was potentially to have thrombus. In addition, post-dilation was performed after 11 months of post-implantation, which was likely due to under expanded valve with the constraint of pre-existing valve. The under expanded valve could also obstruct flow across the valve resulting in increased gradient. As such, available information suggests that patient factors (thrombosis) and/or procedural factors (under-expanded thv with constraint of pre-existing device) may have contributed to the complaint event. In this case, patient presented with thickened leaflets 7 months post-implant. Administration of anticoagulation medication (eliquis) indicated that it was suspected thrombosis. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in leaflet thickening and increased gradients. As such, available information suggests that patient factors (thrombosis) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards lifescience affiliate in australia, regarding a sapien 3 ultra valve implanted within a non-edwards valve in aortic position. After unknown number of days post-implant, the patient presented with thickening of valve leaflets and mean gradient of 30mmhg. Patient was asymptomatic. Patient started on eliquis for unknown duration. Then, the mean gradient decreased to 11mmhg (measured with pigtail). A bav was performed and the sapien 3 valve was post-dilated x3, after post-dilation no pvl noted and gradient was not measured again.